Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st-3rd. What vessel or structure was the device fired on at the time of the event? Pouch of stomach. Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Yes ¿ fired inside the patient on the 3rd firing, but not on tissue. A clip was scissored before deployment from the jaws when not on tissue. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, the device was being fired on the pouch of the stomach and the clips were scissoring. On the first two firings, the device was on tissue and delivered scissored clips. On the third firing, the device delivered a scissored clip before deployment from the jaws. A competitor device was used to complete the procedure. There was no patient consequence. Device will not be returned.